Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction with a mentor cpx 4 breast tissue expander 275cc device that deflated after implantation. As a result, the patient underwent explantation on an unknown date.

Manufacturer narrative:
On 04/17/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/22/2018, mentor received additional information about the event: the date of event was originally reported as (B)(6) 2018. New information states that date of event is (B)(6) 2017. Patient is caucasian. Deflation of suspect medical device was discovered during expander exchange surgery. Patient underwent explantation and replacement with an unspecified expander on (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned with clear fluid. No foreign material was observed within the device. Black material was observed on the shell surface. During examination, product evaluation observed a rent measuring approximately <0.1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point is not possible to determine the origin of the black material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).